Manufacturer narrative:
An analysis of the data could not be performed because the data was not provided for investigation. The complaint is non-verifiable.

Event description:
It was reported that an issue with the rosa controller occurred while setting up for an ablation case. After opening patient folder, controller failed to connect. After power cycle and re-opening patient folder, controller connected as expected. During an ablation case the rosa software shutdown. The shutdown occurred while robot arm was positioned on a trajectory. The software then opened the initial screen after signing into rosa brain user. The patient folder was re-opened and case then proceeded as expected without further issue.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that an issue with the rosa controller occurred while setting up for an ablation case. After opening patient folder, controller failed to connect. After power cycle and re-opening patient folder, controller connected as expected. During an ablation case the rosa software shutdown. The shutdown occurred while robot arm was positioned on a trajectory. The software then opened the initial screen after signing into rosa brain user. The patient folder was re-opened and case then proceeded as expected without further issue.